Event description:
Customer was using an electric dermatome, but did not know model type. During the operation, the dermatome stopped working. Since they didn't know the specifics, they switched to a zimmer model dermatome but used aa unk type padgett blades.the sales history indicated that the customer ordered 3539-252 padgett blades. After starting to take the graft. A large gash was taken from the pt's leg because of the improper blade being used and not fitting properly on the zimmer dermatome. After a follow-up call, the customer agreed that the padgett blades are different fromthe zimmer blades and that they did not fit properly. Padgett blades are not intended to be used on a zimmer dermatome. Additional info was received. Pt had a cancerous tumor removed from around the eye. The plastic surgeon took the graft from the leg using a zimmer dermatome with the padgett blade, which is not recommended. The gash created on the pt's leg was thicker than the doctor usually sees which is why the plastic surgeon stopped. The gash was 4 inches long, the width of the blade. The surgeon sutured the wound made on the leg. He obtained an adequate amount of tissue for the wound around the eye, so no other grafts were needed. The pt has been seen again and both their graft around the eye and the sutured gash on their leg are healing.